Event description:
The analyzer produced several negatively biased digoxin results for both level 1 and level 2 quality control samples. A field engineer visited the site and replaced the immunorate wash pump and performed modifications to the analyzer. There was no report of pt harm as a result of this event.